Event description:
It was reported that the patient presented for follow up with the undersensing and intermittent sensing and exhibited by implantable cardioverter defibrillator. Further information was requested but not received.

Event description:
New information received notes that the event was discovered remotely via merlin.net. Additionally, reprogramming changes were made. The patient was stable.